Event description:
The customer called in and stated during a plateletpheresis procedure the donor complained of tingling when approximately 640 ml of whole blood had been processed, procedure was being run at 11:1 ratio whole blood to acd. The operator looked at the anticoagulant bag (acd) and saw that there had been 900 ml of acd used and also noticed the the acd pump handle had been left open. The reporting source stated that the donor was doing fine and had fully recuperated.